Manufacturer narrative:
A titan touch pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed the pump inlet and exhaust tubes had twisted and overlapped while in-vivo contributing to the crease fold observed near the tubing connector on the longer exhaust tube of the pump. This creasing most likely fatigued the material over an extended period of time and resulted in the eventual separation of the longer pump exhaust tubing near the tubing connector. A separation of this type would allow the loss of fluid, rendering the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to fluid loss - unknown origin are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, malfunction - fluid loss - unknown origin.